Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of two lesions in the proximal and mid right coronary artery (rca). Glideassist was used to try and cross the proximal lesion for distal-to-proximal treatment, but the attempt was not successful due to the level of occlusion in the artery. The oad was positioned proximal to the lesion, and four treatment passes were performed with proximal-to-distal technique. The oad was then pulled back, and the nose of the device appeared fractured on imaging. A balloon was inserted, and the viperwire was used to pull the oad back. The fragment was removed, and the physician decided to conclude the procedure without further treatment. The patient was stable during and after the procedure.

Manufacturer narrative:
Failure analysis conclusion: the oad was received at csi for analysis. The driveshaft was fractured at the distal side of the crown. The distal tip bushing section remained intact and engaged over the guide wire core shaft. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fractures. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported fracture is undetermined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the failure analysis investigation the reported fracture event was confirmed. Csi ID: (B)(6).

Manufacturer narrative:
The device has been received, and the evaluation is anticipated, but has not yet begun. When the analysis is complete, a follow up report will be sent with results. Csi ID: (B)(4).